Event description:
Patient reports after receiving a band adjustment with a total volume of 9.5ccs, the band felt tight. The patient reports difficulty sleeping for approximately 3 days following the fill to 9.5cc's. He stated he was having reflux and was waking up choking. He stated he was afraid to lay down and go to sleep. He reports nighttime was his difficult time as he did not have the reflux during day. Patient reported that over three days he progressively felt worse and began to experience chills. The patient reported a fever of approximately 101. The patient also noted red color when he coughed up "phlegm." The patient reports he went to hospital and was diagnosed with pneumonia. Patient was given an antibiotic in liquid form due to his having a realize band. Patient then saw his surgeon and fluid was removed from his band on (B)(6). The surgeon removed approximately .5 cc of fluid. He states that the issue with reflux has resolved since the fluid removal. He states that he had an esophagram and everything looked fine. The band is good and he is not experiencing any issues at this time.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.